Manufacturer narrative:
No product was returned for investigation. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that after nasal endotracheal intubation, blood oxygen saturation has been fluctuating between 89-94, with a simple breathing air assisted ventilation, found a leak.